Manufacturer narrative:
(B)(4). (B)(6). Information is unavailable; device was not returned for evaluation. Additional information received on (B)(6) 2010: the tissue was not so thick and the tissue was distributed evenly. The device was not fired across or near the hard objects except endo gia60 staple line. There were not difficulties in attaching the anvil to device. The indicator was within the green range. The doctor confirmed the washer's crunch and the feel when the device was fired. There were not difficulties in firing and removing the device. The washer was cut completely. Although the colonofiberoscopy was performed, the staple's formation was not confirmed. The doctor commented that the causes may contribute to staple's formation because the bleeding was found from the pinholes.

Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, the target tissue was resected with e-gia ((B)(4)) loading green cartridge and then the device was used for anastomosis by double stapling technique. Reinforcement material was not used. There was no problem at the leak test and colonofiberoscopy right after the anastomosis. Three hours later, bleeding was found from the pinholes of the oral left posterior wall side and the anus posterior wall side. The bleeding was stopped with cf clip. The amount of bleeding was about 500cc. Blood transfusion was not performed. The patient's hospitalization was extended by a few days. The patient is still in the hospital as of (B)(6). The customer disposed of the device.